Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30554577m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 07-sep-2021. The patient is male. Additional information: this adverse event was discovered during use of biosense webster products. Drainage was performed for tamponade and a temporary pacemaker was inserted for av block. The generator information was a smartablate. Prior to noting the cardiac tamponade, ablation was performed. No pop was reported. The event occurred during mapping phase. There were no error messages observed on the biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis and a heart block. During the procedure, during mapping was conducted for the left ventricle, a pericardial effusion was confirmed, so drainage was performed once (blood pressure was normal). After pericardiocentesis the procedure was started again and during ablation, there was av block. The procedure was terminated when conduction became 2: 1 in the tempo. They did not ablate near the bundle of his. Whether to use a pacemaker or not will be determined depending on the situation for 2 to 3 days. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.